Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip was fine, however, the clips after that were falling out of the device and the clips fell off the cystic artery. Some clips were pear shaped, some were malformed and some were open, all the clips were removed. There was no impact to the patient. Another device with larger clips was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Not the first. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Cracking noise. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. The analysis (a) results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the clips were not properly fed into the jaws causing the clips to jam. The clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. The final quality release criteria was met before this batch was released for distribution. Analysis b: the malformed clips were the result of an interaction of two or more of the following: backward force, downward force and/or clip movement during firing coupled in some cases with an incomplete firing stroke. Clip 1: pear shaped clips are typically the result of the clip getting pushed back into the device throat do to backward pressure during firing. Clip 2 and 3: alligator shaped clips typically result from the structure to be ligated being forward within the jaws during the firing. Clip 4: "u or j" shaped clips typically are the results of excessive force on one side of the jaw during loading or firing. In some case the clip will jump out of the jaws, may start to rotate within the jaws, or one clip leg s movement gets restricted so the clip elongates to the non restricted side. Clip 5: appears to be a fully formed clip. Clip 6: the partially formed clip typically is the result of the firing stroke being interrupted or the device is being pulled off the structure prior to the clip completely forming.